Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his artificial urinary sphincter (aus). Upon removal, it was stated that the device showed no obvious sign of leakage after the device was tested for leakage using a syringe, but there was no fluid in the system. It was also noted that this device stopped working in (B)(6) 2017. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.